Event description:
The customer reported the insulin pump alarmed button error. Customer's blood glucose was 142 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected low battery alarm and no button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump minor scratches on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.